Event description:
Dr. Was using the bovie on a patients finger when part of the end of the tip broke off and went into the patients finger. Dr. Was able to remove the piece and did not see anything else in the patients fingernail.